Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative replaced the f11 and f12 fuses that had blown. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that that when trying to bring the system into a case the mobile view station (mvs)would not turn on. It had been plugged in and charging and had only been on for an hour on the date of the report. Even when the system was plugged into an outlet it was beeping.